Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual examination and electrical testing of the lead found no anomalies and no indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead was unable to be implanted as the lv lead was sliding over the guidewire. The lv lead was removed and was not replaced. The patient had no adverse consequences.